Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that that stimulation stopped communicating, pt responded that everything was working fine until she had a rf ablation procedure back in oct 2021. Since then the device hasn't worked and the caller gets a "poor communication screen". Pt was needing an MRI of the abdomen today but patient communication (3037) couldn't talk to ins. Redirected caller back to managing hcp but pt stated she hasn't seen a managing hcp for quite some time..  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in response to the inquiry for what most likely caused or contributed to the issue the patient only replied they thought it was "the doctor" had "called" the manufacturer company prior to doing the procedure and the manufacturer company had told their doctor there would be no issue with the procedure but that the patient's guess was that it worked before and now they couldn't connect since the procedure. The patient reported the issue was not yet resolved and the only steps they'd taken to resolve the issue were that they called their managing health care provider (hcp) and made an appointment to check the implanted system; however, the appointment was not until (B)(6) 2022. The patient also inquired about MRI compatibility and when patient services reviewed the patient's eligibility, the patient also suggested that another reason for their inability to communicate with their device could be that the battery has maybe reached end of life but they wouldn't know for sure until they went to their appointment in september. The patient stated their weight at the time of the event was 124 lbs. The patient's relevant medical history included the patient reported they had another ablation scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.